Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that customer reportedly received the following results on the aviva system (strip lot unknown) within 2-3 minutes: 42 mg/dl and 110 mg/dl readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.